Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00135. It was reported that when the patient presented in clinic not feeling well, right ventricular loss of capture due to high thresholds was observed as well as loss of capture due to left ventricular lead dislodgement. Programming changes were made to address the loss of capture. The physician elected to reposition the right ventricular lead (B)(6) 2020 and explanted and replaced the left ventricular lead because the original was unable to be advanced into position into the lateral coronary vein. The patient was stable following.